Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 286 mg/dl. The suspected cause was unknown. The customer delivered a bolus. During a system check with tandem technical support (cts), no issues were identified with the pump or supplies however the customer had not changed their site. A recommendation was made for the customer to change out the site. Additionally, it was reported that the customer received an incomplete bolus alert. The customer reportedly navigated to the bolus screen without exiting. The customer was educated regarding the reason for the alert and cts confirmed that the customer was able to successfully deliver a bolus.